Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer heard a pop on the force bipolar instrument and the tip came apart. No fragment fell into the patient. The instrument was stuck on the trocar when the customer attempted to remove it. The customer removed the instrument along with the trocar and continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no collision of instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Additionally, the instrument was found to have corrosion/contamination on the bearings. Both grip and pitch input disks bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring/cage/inner ring/ rolling elements/multiple components of the bearing.